Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil would not detach with the mechanical detacher. There was non-detachment. The physician did not try to detach with another instant detacher. There were 2 manual attempts at manual attachment via hypotube. There was an issue with the instant detacher. The detacher was determined as the issue during the case, since healthcare provider (hcp) tried using this detacher on the next coil and it did not work, a second detacher was opened and there were no further issues. The coils are not relevant to the issue. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of a saccular, unruptured anterior communicating (acom) artery aneurysm with a max diameter of 6.2 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal.

Manufacturer narrative:
H3: the instant detacher and axium prime pusher were returned for analysis. No damages or irregularities were found with the instant detacher outer surface. The instant detacher was taken apart to evaluate the components. The surface around the bottom inner diameter of the instant detacher cap appeared to be clean but chipped. No damages or irregularities were found with any other components. The axium prime actuator interface was found fully retracted out of the coupler tube with the release wire found broken. Multiple kinks and breaks were found at the positive load indicator. The break indicator was found broken with the release wire retracted. The coin was found fully retracted out of the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was already detached and not returned for analysis. The inner diameters of the cap holes were measured to be 0.0138¿, which is within specification (specification: 0.0145¿ ± 0.0010¿). An in-house coil was used for detachment testing. No difficulty was experienced in inserting the pusher into the instant detacher, and the load indicator was not visible when the pusher was fully seated in the instant detacher cap (which is expected). The implant coil was detached with no issue on the first attempt. Detachment testing could not be performed with the returned axium prime device as the implant was already detached. Based on the device analysis, the customer report of ¿unable to detach¿ and ¿non-detach¿ could not be confirmed. The returned axium prime device was found with the implant already detached. The release wire was found broken, potentially contributing towards the non-detachment by causing the release wire and coin to not retract out of the lumen stop. However, the device was returned with the release wire and coin already retracted. There was no non-conformance to specification, nor any issues found with the returned instant detachers that would contribute towards the failure. In addition, the returned instant detacher successfully detached an in-house coil. The instant detacher cap was found chipped; however, this did not cause the inner diameters of the cap holes to go out of specification, nor did it contribute towards detachment issues during in-house detachment testing. It is possible the caps became chipp ed due to interactions with a potentially damaged axium pusher during the procedure. The axium coil is compatible for use with the instant detachers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the detachment issue was said to be due to a faulty detacher. When they t ried to detach the second coil the same issue occurred as the first coil, and a new detacher solved the issue. Prior to coil non-detachment no issues were encountered. There was no pushwire damage observed.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.